Event description:
Event: pt reported that they missed 1 to 4 doses of medication since their last fill. They were in the hospital for 5 days due to their tubing being backed up, they're taking metoprolol. Freq: inhale 5 ml (300 mg total) via nebulizer twice daily for 28 days on, and then 28 days off. Prescriber info: (B)(6).